Event description:
It was reported that, hip was unstable so replaced head and liner with mdm liner and new femoral head.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident 0degx3 insert 36mm ID, cat# 623-00-36f, lot# mkhd1h; primary tritanium hemi cluster hole cup 58mm, cat # 502-03-58f, lot# mkdpx8; 6.5 cancellous bone screw 30mm, cat# 2030-6530-1, lot# mkheet. It cannot be determined which, if any of these devices may have caused or contributed to the pt's instability. An eval of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional info (including x-rays and medical records) was requested. Should device or additional info become available, the eval summary will be submitted in a supplemental report.